Event description:
In 2009, the patient was being treated with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was successfully deployed and the contralateral gate was cannulated. After insertion of the 12 fr gore introducer sheath and contralateral leg component, it was noticed that the device had moved proximally by 2cm covering both renal arteries. The patient was converted to open repair and the device was explanted. The patient tolerated the procedure. Further investigation is being conducted.